Event description:
The customer reported a crack and/or leak on either a t connector set with leaking at the smartsite and/or a maxplus extension set with longitudinal cracks in the female luer. The model and specific product issue is unknown. There was no pt harm or medical intervention. No further pt or event info was available.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.